Event description:
The patient stated that the sensor broke off underneath her skin, and the site got infected. The site was red and swollen. The patient stated that she wears the sensors on her leg or buttocks. She was advised that this is considered off label use. Advised her to seek medical assistance if she feels that the cannula broke off inside her skin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.